Event description:
A patient operated on her knee tibia for acl surgery on (B)(6) 2022 has complained of discomfort in the knee. After checking it, turned out that the screw installed at the time had broken in two with the head which had gone up into the knee (intra-articular tibial migration post initial surgery). An additional surgical intervention has been performed to extract the screw on (B)(6) 2024. After the additional surgical intervention, the patient is doing well.